Event description:
The laser created a larger burn on pt than intended. No power setting had been changed. The dr described pt's injury as not serious. The burn was in the peripheral retina and will perhaps cause a larger scar.